Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. The initial report stated a chandler was used to remove the trials and causing the reported breakage. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse, corrective action is not needed. Monitor subsequent reports via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A chandler was used and broke the shim and insert trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.